Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR: 9610905-2018-00314; 9610905-2018-00315; 9610905-2018-00316; 9610905-2018-00317; 9610905-2018-00318; 9610905-2018-00319; 9610905-2018-00320. Reference exemption number e2017029.

Event description:
It was reported devices were removed due to patient condition.

Manufacturer narrative:
There was no root cause analysis possible since there was neither device return for investigation nor a product failure described by the customer. It was not possible to calculate the complaint rate since there was no product failure determined or described by the customer. The review of the device history records was not possible due to no lot number being identified. Due to no device being returned and no product failure described the failure root cause cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.